Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of event cannot be determined. H3. Analysis: to date, the device has not been returned for analysis, and the operative echos have not been received. Without this info, analysis is limited to review of the device history record, which shows that the product met specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time, as neither the device nor the operative echos have been received for eval. Additional info has been requested. Should an echo be obtained, eval will be performed, and the results will be provided to FDA.

Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited regurgitation as the pt was coming off bypass. The surgeon elected to explant and replace the valve with a similar device, which was performed without reported complication. Medtronic has requested copies of the operative echos demonstrating the regurgitation.